Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument's jaws were not closing properly and a broken wire was noticed. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that all instruments are looked at before use. No injury occurred. Once the one cable break was seen instrument was removed. No fragments or injury occurred. The instrument failed to open or close properly. No collision took place.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa confirmed the customer reported complaint. The instrument was found to have a loose pitch cable at the idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.